Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the plunger driver malfunctioned. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Invalid syringe size was found in event history. Unable to duplicate the primary problem of plunger driver malfunction. No repair needed. Device passed all functional test.